Event description:
Homepump c-series for endovascular in-situ saphenous vein (eis) delivered chemotherapy in use for continuous infusion of 5fu. Patient reported that his eis infusion pump completed 8 hours ahead of scheduled completion time. Patient's wife confirmed that they believe the pump has been "finishing a lot sooner than 46 hrs." Reviewed possible reasons infusion could be finishing early with patient and wife, such as excessive heat sources. None identified. Patient and wife were instructed to pay close attention to completion times, and continue to report further abnormal findings.